Event description:
It was reported the pt experiences no stimulation sensation after a stress test and surgery. The pt turned her device down to 0 volts, and off, before surgery. She was able to turn the device back on and increase therapy after surgery, but could not feel stimulation even at 4.0 volts. A manufacturer representative (rep) saw the pt at the clinic. The pt's status was fair. The rep tried every electrode and has gone all the way up to 10.5 volts with no stimulation sensation. The impedance measurements were normal. The pt reported a shocking sensation in the back area as well as tingling in her fingers.